Event description:
The customer reported that on 11/20/97 vasoseal was used in the right groin following a diagnostic catheterization procedure. Four days later the pt presented to the ER with groin pain, swelling and drainage. Ultrasound done was negative. The pt started on IV antibiotics. Culture results showed e. Coli.